Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed prime alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump had a scratched display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 221mg/dl. Troubleshooting was performed. The mother stated the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.